Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a patient had epinephrine, milrinone, amiodarone and calcium chloride) infusing at 23 ml/hr. Through a filter extension set. The clinician in attendance noted the tubing was wet at the filter and upon closer examination noticed that the fluid was leaking out. It was noted the patient's oxygen saturation had decreased to 76%and the oxygen was increased to maintain desired parameters. The tubing was replaced and the patient's o2 saturations improved to baseline.

Manufacturer narrative:
Concomitant medical products: bd 10ml syringe with nacl injection usp, lot 529312b, exp 10/19/2018, therapy date (B)(6) 2016. The customer¿s report of a leak at the filter was confirmed. The extension set was visually inspected and no damage was observed. Functional testing was performed and drops of fluid were observed flowing out of the filter¿s vent. The root cause of the leak from the filter vent was due to a damaged filter. The origin of the damaged filter was not identified.